Manufacturer narrative:
An fse was dispatched to this account. The fse replaced the reagent probe, di water filters and degasser. The fse cleaned the wash systems and mixbars. The fse then ran a calibration and qc controls without incident. This failure mode of this event was a reagent non-dispense. The manufacturer reference number for this event is (B)(4).

Event description:
A customer in (B)(6) reported the generation of an erroneously low calcium result on their au640. This result was not reported outside of the lab and there was no change to patient treatment associated with this event. The customer obtained a result for calcium of 0.0 mg/dl ("g" flagged). A g flag indicated the result is below the linear range of the assay. The data provided by the customer revealed that the (B)(6) calcium result occurred due to a reagent non-dispense. A typical absorbance at measuring point 0 for calcium is approximately 0.22 od. This erroneous result generated an od of 0.002 and no reaction occurred.